Manufacturer narrative:
(B)(6).

Event description:
It was reported that a shaft break occurred followed by balloon ruptures. The 100% stenosed target lesion was located in the severely calcified and non-tortuous superficial femoral artery. A 1.2mmx15mmx142cm coyote fc mr (emerge) balloon catheter was advanced for dilation. However, during inflation, the wire port broke about 25cm from the tip. To remove the detached component, three balloons were used to dilate the lesion which had narrowed due to calcification. A 5.00mm/2.0cm/135cm pcb balloon, two coyote es mr 4mm x 40mm x 146cm balloons were used. However, each balloon ruptured. The detached fragment was removed, and the procedure was completed with a different device. There were no patient complications nor injuries reported.